Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that parts of the insulin pump's display were not showing properly. Customer stated that the battery icon appeared to be full though the battery was actually low. Blood glucose level at the time of the incident was 259 mg/dl. The customer stated that she would call back to replace the device if necessary. The insulin pump was not replaced or returned for analysis.